Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced diminished vision and glare following the implantation of a single piece preloaded toric intraocular lens (iol) in the right eye. The visual symptoms were first observed during a post-operative examination. The original lens was subsequently explanted during a secondary surgery and was replaced with a johnson and johnson iol of the same model with 19.5 diopter. The pre-operative bscva was 20/40 and the post-operative bscva was 20/15. Daily activities were not affected. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. No medication prescribed that was outside of the standard of care and no reported surgical delays. Directions for use was followed. The patient has fully recovered. Additional information was received and stated that the pre-op refraction was noted as -1.50 +0.75 x60 and the post-op refraction was a 0.25 +0.25 x40. The patient was neither under corrected nor over corrected. The intended target of refraction was plano sphere. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 10, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue. The lens was cleaned and inspected; no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.